Event description:
It was reported that this was a cross over procedure to treat the mildly tortuous, mild to moderately calcified external iliac artery and the left superficial femoral artery. A 6.0x40mm absolute pro self-expanding stent (ses) was first implanted successfully in the external iliac artery. Then another 6.0x40mm absolute pro ses was attempted to be implanted in the superficial femoral artery; however, the stent completely failed to deploy. Therefore, another same size absolute pro ses was attempted to be deployed; however, failed. There was no other stent implanted. There was no adverse patient effects and no clinically significant delay in the procedure. Return device analysis found the stent sheath of the absolute pro ses [lot#4082762] was separated 15 millimeters (mm) distal from the om- stent sheath bond. The stent sheath of the absolute pro ses [lot#4072461] was separated 20 millimeters (mm) distal from the om- stent sheath bond. The stent was exposed 3mm from the distal end of the sheath. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported activation failure was unable to be replicated in a testing environment due to the condition of the returned device. The stent sheath was separated 20 millimeters (mm) distal from the om- stent sheath bond. The stent implant was exposed 3mm from the distal end of the sheath. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the device was bent in the mildly tortuous, mild to moderately calcified anatomy with really small arteries resulting in preventing the shaft lumens from moving freely; thus resulting in the reported activation/deployment failure. Interaction/manipulation of the compromised device resulted in the noted exposed stent implant and ultimately resulted in the noted sheath separation contributing to the reported difficulties. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.